Event description:
It was reported that during an endoscopic retrograde cholangiopancreatography (ercp) procedure, the balloon "broke" and dislodged inside the patient. The target lesion was a "large square stone" in the common bile duct. An extractor rx 15 - 18 mm balloon catheter had been advanced to extract the stone. During the extraction, the balloon "broke" and a piece of the balloon broke off from the catheter and lodged in an unspecified location. The physician was able to remove the balloon fragment. The procedure was completed with a trapezoid basket. There wer no additional patient complications reported with the patient's current condition listed as "fine".

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.